Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at 13000 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2018, it was reported that the patient's pump had a motor stall. The patient came into the ER on (B)(6) 2018 and the pump was reprogrammed by an hcp. However, the motor stall did not recover and the pump remained stalled after the reprogramming. The patient was transferred via ambulance to another hospital for an emergency pump replacement. No environmental/external/patient factors were reported that might have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that in regards to if the motor stall had been resolved, the pump was surgically replaced. The patient's pertinent medical history included cerebral palsy.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.